Event description:
The customer reported when passing the drug through the disposable kit it was observed the medical device was porous. Per the customer if the device is porous it affects the passage of the drug. It also will affect the total dosage of the medication. Per the customer the incident was reported to their health agency. No return samples were received due to cancer drug leaked around the kit. Free flow, tightness and a visual inspection was performed with one retain sample for the batch in question. Production documents were also investigated and there were no deviations related to this complaint. A detailed analysis cannot be conducted without the affected sample.